Event description:
Pump declared alarm 30 during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller in loading a new cartridge following proper load technique, and the caller was able to successfully load a cartridge and resume insulin therapy.